Event description:
It was reported that during the procedure, a 2.25x12 xience pro stent delivery system (sds) was advanced toward a mildly calcified lesion in the mildly tortuous distal left anterior descending coronary artery, but was unable to cross the lesion due to patient anatomy. While withdrawing the sds from the anatomy, resistance was felt; after withdrawal, it was noted that the stent struts were flared. The lesion was successfully treated using a non-abbott drug-eluting balloon dilatation catheter. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. Failure to advance/cross the lesion and difficulty/resistance removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Stent damage was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.